Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated they found missing thixotropic adhesive (ke45) at the light guide bundle cover, a cut on the pink probe, and a pinhole in the adhesive around the lens. There was no patient involvement.